Event description:
It is reported condensation in the syringes. Event description: this is to report defective product on order (B)(4) for in stock item 301033 for implicated lots 4172676, 4212994, 5079444, 5062989, 5003386, 5043778, 5043967, and 5003389 noted condensation in the syringes.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Following the submission of the initial MDR, it was determined that this complaint is a duplicate of (B)(4) and the complaint will be cancelled. The associated MDR will be void.

Event description:
No additional information.